Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was impossible to interrogate the pacemaker. Low battery voltage and high battery impedance was noted along with an indication of elective replacement and an electrical reset. Caller was able to see some type of magnet response but no capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.